Event description:
The patient reportedly hit his head at the implant site, causing sound quality issues and intermittent lock. External equipment was exchanged; however, this did not resolve the issue. Testing of the device revealed that the device is not functioning properly. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.